Event description:
It was reported to boston scientific corporation that an 80cm two-port through the peg jejunal feeding tube (j-tube) was being used for the purpose of administering medication for the advanced stage parkinson's disease. (Procedure date is unknown). According to the complainant, post procedure on (B)(6) 2010, the intestinal j-tube was impossible to rinse. The procedure was completed with a new 80cm two-port through the peg jejunal feeding tube (j-tube). Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Additional information received (B)(6) 2010: the initial placement procedure date was (B)(6) 2010. The physician indicated that the j-tube was working however, it was exchanged because of a loop that was discovered in the device that may have been related to the j-tube being impossible to rinse. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4) - exchange of j-tube. (B)(4) - the reported event of j-tube impossible to rinse. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that an 80cm two-port through the peg jejunal feeding tube (j-tube) was being used for the purpose of administering medication for the purpose of administering medication for the advanced stage parkinson's disease. (Procedure date is unknown) according to the complainant, post procedure on (B)(6) 2010, the intestinal j-tube was impossible to rinse. The procedure was completed with a new 80cm two-port through the peg jejunal feeding tube (j-tube). Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.